Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Summary evaluation: the reported condition of flogard infusion pump with failure code f-38 was confirmed and reproduced by baxter personnel. The quality engineer has reviewed the service evaluation and has determined that defective/inoperable force sensing resistors confirms the reported condition. The root cause of this condition was determined to be defective force sensing resistors. The force sensing resistors were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 38; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.